Event description:
The following was reported to gore: on (B)(6) 2017, the patient underwent an endovascular procedure utilizing gore® excluder® aaa endoprosthesis. On september 19, 2024, the field sales associate was notified by the physician that there is a type 1a endoleak on the trunk ipsilateral device and a possible reintervention will be needed but not planned yet. Physician plans to do a proximal extension with a gore® excluder® thoracoabdominal branch endoprosthesis when that reintervention is scheduled. Aneurysm growth is unknown.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU) state adverse events that may occur and/or require intervention include but are not limited to endoleaks and reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.